Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Retention was achieved after flipping the magnets in the headpiece. The recipient is reportedly using the device. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with pain.